Event description:
It was reported that during an angioplasty treatment procedure, a deflation issue and balloon detachment occurred. The target lesion was located in a fistula of the cephalic vein. The 8.0 x 40/80 sterling otw balloon catheter was advanced to the cephalic vein and inflated. However, upon deflation the balloon would not deflate and a balloon detachment occurred. The physician removed the detached balloon by an unknown means without performing a "cut down". The procedure was successfully completed. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).